Manufacturer narrative:
The probe crash error occurred after working with a short sample that had given the technologist multiple analyzer errors. The operator's manual chapter 2 - sample preparation cautions the user, if using a sample cup, do not set up samples that are low in volume. A "sample probe crash" error may occur. The siemens field service engineer recorded that the sample probe was bent due to a sample probe crash.

Event description:
The operator reported that they continued to process patient samples after a sample probe crash occurred on the analyzer. The probe crash error occurred after working with a short sample that generated multiple analyzer errors. When the sample probe crash occurred the operator disregarded the alarm and assumed it was another error related to the short sample. Review of the error log indicated that the sample probe crash error occurred at 0651 after the night shift had run quality control (qc) material on the analyzer. Subsequently, there was no communication to dayshift that there was a probe crash. A physician questioned results and specimens were rerun on another analyzer. After review of both sets of data it was determined that initial results reported were incorrect. Nurse managers and pharmacy were notified that corrected results would be issued. A siemens field service engineer (fse) was dispatched and recorded that the sample probe was bent due to the sample probe crash. The fse replaced the damaged cap piercer probe. Following service the analyzer was validated by running a precision study and qc. The analyzer tested operational. The laboratory implemented the following corrective actions to prevent the issue from happening again; the operator is required to check the error log on the analyzer at the beginning of their shift and ensure that all errors have been addressed, all sample probe crash and reagent probe crash errors will be called to siemens technical support and the analyzer will be taken out of service, and any analyzer issues will be reported directly to pharmacy management. This event is reported as the operator stated that one patient surgery was cancelled. Specific data related to this patient was requested from the user but not provided. It is unknown if the surgery was cancelled due to erroneous results reported or due to delay in result reporting. It is unknown if the cancellation of the surgery caused any harm to the patient. It is unknown what surgery the patient was scheduled to have or if and when the surgery was rescheduled. There was no other report of patient harm or treatment changes.